Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be provided once the investigation has been completed.

Event description:
The hospital uses the biopsy needle to puncture the lung for the patient. After the biopsy sample is taken, the tissue is pushed out from the biopsy needle, the tail of the biopsy gun splits and automatically triggers, resulting in the user's hand stabbing.